Event description:
Livanova deutschland received a report that a bubble sensor detector alarmed and stopped the pump, correctly. However, the second time it alarmed, a few minutes after the previous alarm, it sounded but did not stop the pump. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in (B)(6), italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The customer has provided evidence of the failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
As anticipate in the previous supplemental report, a supporting evidence was provided by the customer. In detail, an image of the electronic performance monitoring (epm) case showed that the arterial flow did not drop to 0 l/min following the bubble alarm, contrary to expected behavior. Essenz cockpit log files were provided and analyzed. Analysis did not reveal any indication of bubble sensor malfunction or timeout of the bubble monitoring function associated with the arterial pump. In the cockpit log files, all rows associated with the bubble alarms are followed by a row indicating that the arterial pump stopped no error message indicating a faulty bubble sensor is stored in the log file. A review of the complaints database did not identify any similar incidents or statistically significant trends that would suggest a systemic issue. Based on the available evidence, the reported event can be classified as an isolated occurrence resulting from a temporary failure of the bubble monitoring function, likely caused by a software glitch. The glitch appears to have originated from a transient fault in the sensor communication protocol. No persistent fault was detected during post-event testing, and the system resumed normal operation, further supporting the hypothesis of a temporary software-related anomaly. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See "initial" report.